Manufacturer narrative:
(B)(4). Date of event is 2020. Event day and event month were not reported. Investigation summary the analysis results confirmed that the lx107 device was returned nonfunctional as jaws were found to be in a yielded condition; therefore, the clips could not be loaded into the jaws. Possible causes for this condition may be if the device is closed over an existing hard object or clip, placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. Please note that as stated in the IFU: "all surgical instruments are subject to a degree of wear and tear because of normal use. A regular and precise visual check of the instrument should be made before each use. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.  The certificate records are accessible through external manufacturing.

Event description:
It was reported by the customer the tips on the clip applier are bent and won¿t clasp. No patient involvement was reported.